Manufacturer narrative:
The device was returned to zoll medical canada's service department, the malfunction was duplicated and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 yrs. This device is approx 8 yrs old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.